Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument (0155) for functional testing. The reloads were cycled without hesitation, and were applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
The customer reports that loads of the pliers were stay open despite the closing of the pliers. Additional information requested via email to (B)(6). Please attach the source documentation to this ftr file. Can you confirm that product is available and will be returned for evaluation? What is the product ID and lot number for the handle used with this reload? Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? What is the lot number for the reload used with this stapler? 748971 is not a valid lot number. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed? What is the patient age, weight, gender, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? What is the last known patient status? Did any device component fall into the cavity of the patient? If yes, which piece fell in and how was it retrieved? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Was the device reprocessed or re-sterilized prior to use?